Event description:
The manufacturer received information alleging a ventilator had low inspiratory pressure due to an internal leak. The device has yet to be evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.